Manufacturer narrative:
Unit passed the following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, sleep current measurement, active current measurement, and self test. Unit successfully downloaded using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed normal low battery alerts on (B)(6) 2023 22:52:00.00, (B)(6) 2024 06:57:00.000, and (B)(6) 2024 06:17:00.000. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No failed batt test alarms noted in download history review. No, no delivery (7) alarms noted in download history review. No stuck key alarm (61) noted in download history review. Unit's keypad functioned properly and navigated through menus. Motor was tested outside of the device on the stb3 station and passed. Pump was cut open to perform a visual inspection and found no moisture damage or physical damage. Test p-cap locked in place properly during testing. The following damages were also noted: stained keypad overlay, pillowing keypad overlay, and scratched case. In summary, customer concern for failed batt test, charge/battery lasts less than expected, and unexpected battery power loss not confirmed. No delivery/occlusion alarm - unknown timing, rewind anomaly, and keypad/button unresponsive/button error not confirmed. No motor or keypad anomalies noted during testing or in download history review. Reprogram alarm not confirmed, pump's time and date was change to current date, was monitored for a day, and no reprogram alarm noted during testing. E/a alarm unspecified not confirmed. Cosmetic damage at lcd window confirmed, however minor scratches noted. Cosmetic damage at belt clip rails confirmed, however minor cracks noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the buttons on the insulin pump were unresponsive and the there were scratches on the screen. The customer also alleged on multiple issues like the pump rejected batteries, random insulin flow block alerts, belt clip damaged, lost pump settings, pump got shut down, not receiving low battery alerts, motor sounds louder during rewind and the battery life was diminished.. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.